Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the therapy turned off on its own.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. Patient reported that their therapy shut off,they had no control and was having return of symptoms. Patient could not turn stimulation on due to patient programmer issues (pp), patient was walked through turning stimulation on using the ins recharger (insr). Patient was able to turn stimulation back on and confirmed they were feeling better and could now drink their cup of coffee. No further patient complications were reported/ anticipated as a result of this event.